Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured near the shoulder part of the device at 5atm within 2 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.